Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g4, h4. The following sections were corrected: d1, d4, g1, h6.

Manufacturer narrative:
D10: vantage tibial insert. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial ankle replacement. Subsequently, the patient experienced pain resulting in a revision. The surgeon removed the tibial component and the insert. It was noted that there was tibial loosening and that the tibial component was not seating due to sclerotic tibial bone. Patient was last known to be in stable condition following the event. No further information available.